Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/05/2018, that on (B)(6) 2018, the patient experienced no alert on the dexcom and a low event. The patient's wife stated at 5:30am the patient experienced a low and had a seizure. I was indicated that the alarm did not sound on the dexcom for a low. She called the ambulance and by the time they arrived, the patient came out of the seizure and they treated the patient for his low glucose values. Additionally, the patient's wife stated that the patient's phone showed the grid going under 40mg/dl and the alarm did not go off and was prompted to enter a bg value. No additional patient or event information is available.